Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk also, had a corroded battery tube. However, the insulin pump was received with operating currents within specification and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had cracked case at the reservoir tube window corners, broken battery tube threads, minor scratches on the case and minor scratches on the lcd window.